Manufacturer narrative:
Investigation into this event determined that the customer assigned pt demographics to the first sample ID used in a batch programming mode, causing those demographics to be associated with all samples programmed in the batch. This specific scenario is explained during user training. User error is the root cause of this event.

Event description:
A customer observed pt sample results associated with the wrong pt demographics on the eciq analyzer. No erroneous results were reported. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.